Manufacturer narrative:
Date of event: date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that patient was having stroke-like symptoms and was currently in an in-patient in hospital. It was unknown whether the issue was related to the patient's therapy/device. On (B)(6), additional information was received from the patient stating that they were having problems with the right arm and right side of the face. Patient stated that the left arm went numb also, and patient still feels that way. Patient stated his speech was also slurred. Patient noted that when they were in hospital they were supposed to do an MRI but never did. Patient saw a neurologist in the hospital who said the right eye was not following the finger and light. Patient stated that the symptoms have not resolved and they cannot move his left arm. Patient stated that they were supposed to see their doctor tomorrow. No further patient complications were reported/ anticipated as a result of this event